Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient did not calibrate according to user guide recommendations. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the safety information for the animas® vibe[?] Insulin pump and cgm system states: "do not calibrate your cgm if your glucose level is changing at a significant rate, typically more than 2 mg/dl per minute. Calibrating during a significant rise or fall in glucose levels may affect the accuracy of sensor glucose readings." However, a root cause for the reported inaccuracy cannot be determined.